Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a hypoglycemic event and was unresponsive by 9:30 am. The user had previously attempted to treat the low with half a banana and juice. Ems recorded a bg of 42 mg/dl, and the patient was taken to the ER. They were discharged on mdi after spending the night in observation. A retraining and factory reset session was conducted today ((B)(6) 2025).